Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, flow rates were low. 24cm powertrialysis short-term dialysis catheter was placed in the femoral vein for hemodialysis and the distal (purple lumen) was used for administration of intravenous therapy (infusion of fluids, medications, and/or blood). Patient is over 60 years old. The catheter was removed due to completion of therapy. No other information was provided.